Event description:
It was reported that an infection occurred. The lead was explanted. It was also reported that during the extraction procedure there was difficulty retracting the helix. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: implantable pacing lead; product ID 419388, implanted: (B)(6) 2007; implantable defibrillation lead; product ID 694765, implanted: (B)(6) 2013; implantable cardio-verter defibrillator; product ID d274trk, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary # product ID# 5076-52 a distal portion was received measuring 41 cm. Analysis was performed and no anomalies were found, the helix of the lead was extrinsically bent, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, visual summary analysis of the lead indicated apparent explant damage.